Manufacturer narrative:
The device was not returned to olympus for evaluation and the investigation was based solely on the information provided by the customer and the field service representative. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, poor image on the evis exera ii video system center during a procedure. The unit was swapped three times with other units, including cables and monitors but the issue persisted. A field service representative identified that the issue was the video cable connectors. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the flickering image and image failure could not be determined. It is possible that the image issues were caused by scope connection failure due to a faulty video connector. Attempts for additional information about the event were made, but unsuccessful. Olympus will continue to monitor field performance for this device.